Manufacturer narrative:
Patient weight added.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00378. Follow up revealed that one of the patient's leads was explanted and replaced on (B)(6) 2019, and therapy was restored post-op. Both leads are being reported as it is unknown which lead was replaced.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2019-00378. It was reported that the patient was not receiving adequate therapy, due to lead migration confirmed via x-ray imaging. As a result, the patient may undergo surgical intervention at a later. Date.